Event description:
Dentist contacted ami and stated that the pt mistakenly inserted the adjustment key into the locking screw and turned it instead of the adjustment screw, and the locking screw broke.